Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 450 mg/dl. Customer performed a set change and treated with a bolus. Troubleshooting for the high blood glucose level was declined; customer stated that it may be due to his medication. The insulin pump was not replaced or returned for analysis.